Event description:
It was reported that boston scientific technical services (ts) was contacted to discuss low (1 ohm) shock impedance and noisy signals from this subcutaneous implantable defibrillator (s-ICD). It was stated the patient has twiddler's syndrome and therapy is most likely unavailable. The system was subsequently explanted and replaced to resolve the event and the patient was stable with no additional adverse effects. The system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that boston scientific technical services (ts) was contacted to discuss low (1 ohm) shock impedance and noisy signals from this subcutaneous implantable defibrillator (s-ICD). It was stated the patient has twiddler's syndrome and therapy is most likely unavailable. The system was subsequently explanted and replaced to resolve the event and the patient was stable with no additional adverse effects. The electrode was received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted the lead body was twisted and electrical overstress damage was seen around the shocking coil (an indication of a possible arcing event). The likely explanation for these observations is lead dislodgement due to twiddler's syndrome (a patient turning the implanted device in the muscle pocket).